Event description:
It was reported that on (B)(6) 2023 the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. The patient changed and dried the cartridge compartment and on (B)(6) 2022, the cartridge compartment was wet with insulin again. The customer's blood glucose values were around 10-11 mmol/l, but he was able to stabilize them through bolus administration.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.